Manufacturer narrative:
Investigation summary: datalogger analysis indicated that, at the time the samples were run, all intellicheck parameters were within acceptable ranges and no instrument malfunction was identified. Quality control fluids were within acceptable ranges. It is not known whether the patients were vaccinated against hepatitis b. There is no further information regarding the samples at this time. In the absence of additional information, it cannot be confirmed which assay accurately reflects patient sample status. The cause of the event is unknown.

Event description:
A customer reported obtaining false negative anti-hbc results on patient samples. The samples were positive when tested on an alternative method. A false negative result may result in inappropriate physician action. There was no report of patient harm as a result of this event.